Event description:
It was reported there was an infection near the lead incision. An explant was required as a result of the event. It was unknown if any troubleshooting or diagnostic testing was performed. The culture revealed pseudomonas at lead scalp incision. The lead, extension, and the implantable neurostimulator (ins) were explanted 1 week prior to report. The patient status at the time of report was alive with no injury and no patient symptoms were reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va07psvv02, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 3389s-40, lot # va07psvv02, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported perioperative antibiotics were administered and the diagnosis date of the infection was (B)(6) 2014. The patient did not have meningitis and they had incisional wound opening. The primary location of the infection was at the scalp incision and a culture was obtained from the device pocket. IV antibiotics and oral antibiotics were given as treatment for the infection and the patient¿s infection resolved.